Event description:
It was reported the patient was implanted with a surgical lead from the reporting manufacturer and a neurostimulator from a different manufacturer. After the patient visited ¿the functional rehabilitation center¿ it was noted that ¿one electrode went down almost 1 cm¿ with the patient¿s lead. The patient¿s lead did not move sideways. It was stated that a ¿technician watched directly on his computer and the radio confirmed¿ the issue. The issue was reportedly ¿due to the time in the functional rehabilitation center¿ as it was further reported the lead ¿otherwise would certainly not have slipped down.¿ the patient¿s physician was to place an additional surgical lead either above or below the patient¿s already implanted lead due to the event. The patient¿s therapy was ¿maximum regulated for convenient cover, but it was not great¿ at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
The patient's implantable neurostimulator (ins) was produced by a different manufacturer than the reporting manufacturer and as a result, specific device information is unavailable. The concomitant lead was produced by the reporting manufacturer. Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).